Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implant attempt, the right atrial (ra) lead exhibited high thresholds and undersensing with small p-waves. It was also noted the physician thought that tissue may be stuck in the helix which was preventing the lead from obtaining adequate numbers. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.